Event description:
It was reported that the customer reported via the sales rep that the pt's distal stem has fractured. It is further reported that the stem has snapped through the middle of the stem. It is further reported that a revision of the stem was performed on (B) (6) 2010. It is further reported that further information has been requested.

Event description:
Reporter alleged the customer awoke very confused. Reporter tested the customer, obtaining the results of 253 mg/dl and 202 mg/dl within 10 minutes, on the advantage system while using expired strips. Reporter called the paramedics who arrived within 10 minutes, obtained a result of 48 mg/dl on their system and treated the customer with 25 grams of glucose. No other actions were reported taken or treatment received. A request was made for the return of the suspect device.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported during the implant procedure that there were several attempts made to position and fixate the leads. Each time the stylet was removed the leads would 'flick out of position' and the physician questioned whether the helix was extending and retracting. Neither lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device received in a condition which made analysis impossible. Unable to test because strips had expired.